Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: first: 22.0 mmol/l and 8.0 mmol/l or 9.0 mmol/l; second: 18.0 mmol/l and 8.0 mmol/l; third: 22.0 mmol/l and 9.0 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test cassette is no longer available.